Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was unable to undergo incoming functionality testing and displayed service code 104/download code 203 (sd card fault). The cause for the failure was a damaged solder connection on the u106 component and j101 connector on the computer/analog board. The root cause for the damaged solder connections could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to undergo incoming functional testing.